Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: damage to the active electrode under silicone overmold, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, it is reported that a full insertion of the electrode array was not achieved at implantation, leaving two channels extra-cochlear. The problems given in the patient report appear to match the damage found.

Event description:
The patient fell and hit the left side of her forehead approximately 3 weeks earlier, which left a large mark or scar. Patient was benefitting from the device prior to the accident. Clinic has recommended re-implantation. The patient was re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient fell and hit the left side of her forehead approximately 3 weeks ago, which left a large mark or scar. During in situ testing, affected channels were found.